Event description:
Patient reported right side swollen, sore, cold, stabbing pain, sometimes shortness of breath, liquid around prosthesis, lump, capsular contracture (grade ii-iii). The device remains implanted. Headaches and muscular pains also reported, but not considered device related.

Manufacturer narrative:
The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported right side swollen, sore, cold, stabbing pain, sometimes shortness of breath, liquid around prosthesis, lump, capsular contracture (grade ii-iii). The device remains implanted. Headaches and muscular pains also reported, but not considered device related.

Event description:
Patient reported right side swollen, sore, cold, stabbing pain, sometimes shortness of breath, liquid around prosthesis, lump, capsular contracture (grade ii-iii). Headaches and muscular pains also reported, but not considered device related. Healthcare professional later reported pain and deformity. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, d4, g1, g2, h4, h6.